Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 05/09/2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.